Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high shock impedance. The clinician reportedly planned to continue to monitor the situation. No interventions were reported. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this right ventricular (rv) lead was thoroughly evaluated. The lead was returned in two segments: the terminal pin segment approximately 11 cm long and a middle segment of approximately 40 cm were included. The distal shocking coil and the rest of the distal portion of the lead were not returned. X-ray examination and electrical continuity testing revealed no conductor fracture on the returned portions of lead. Visual inspection revealed calcified body fluid on the proximal shocking coil. It is possible that excess calcium build up on the coil could have contributed to the increased impedance measurement reported from the field.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) were explanted. During explant, it was noted that their was calcium build up on the lead coil. The crt-d and rv lead were returned for analysis. No additional adverse patient effects were reported.